Event description:
This pt had a colonoscopy. Pt called the clinic later that night complaining of fever without abdominal pain. The pt declined to go to the ER, the doctor called him in an antibiotic.

Manufacturer narrative:
This is two of five reports from the same facility.